Manufacturer narrative:
Efforts to obtain additional information relevant to the reported event from cvs specialty pharmacy were unsuccessful. At the time of this report, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 30-dec-2025 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc on 31-dec-2025. It was reported that the patient was unable to pair both remunity pumps to their corresponding remunity remotes, which resulted in an interruption in therapy. Troubleshooting was unsuccessful and the patient was advised to present to the nearest emergency room. The patient reported that they would first attempt to contact their clinical nurse specialist and, if unsuccessful, would present to the hospital to avoid a further lapse in therapy.